Manufacturer narrative:
Siemens investigated a customer report of a discordant low advia centaur afp (lot 280) patient result (sid #(B)(6) that was higher upon retesting. Siemens service was dispatched to the customer site and cracked fittings were found and replaced. It is unknown if the sample was retested after service, as no response from the country has been received. Customer qc and calibrations were reviewed, and no failures were identified. Siemens internal data was reviewed, and no issues identified with the reagent lot. Based on the available information, the cause of the initial negative result that repeated higher could not be confirmed. The customer is operational and has not reported further discrepant afp results. The reported issue was resolved by routine troubleshooting/standard service actions. Siemens filed initial MDR 1219913-2024-00186 on 20-mar-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
An outside of the us (ous) customer contacted the siemens customer care center (ccc) to report an observation of a discordant (low) advia centaur afp result that was considered discordant relative to the higher retest result. The customer states that all procedures and conditions concerning storage, reconstitution, use and the pre-analytical sample preparation phase were followed. The interpretation of results section of the instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
A customer obtained a low initial result with the advia centaur afp assay (lot 280) on an advia centaur xpt instrument. The initial result was considered discordant relative to the higher retest result obtained when the same sample was retested on the same instrument on a different day. The initial result was reported and questioned. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the discordant low afp result.